Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power cable on the system controller was confirmed. System controller, serial (B)(4) , was functionally tested and found to operate as intended during analysis. The functional test revealed that the controller cable wires had slightly high resistances. A current leakage test was done on the cables and passed. The cable jacket and shielding of the white power cable was stripped where cuts were observed. There was no damage to the underlying wires. A root cause for the cable damage cannot be conclusively determined through this analysis. During the investigation there was an incidental finding of fluid ingress in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory, power cable disconnect, and backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's follow-up visit external damage was found on the outer sleeve of the patient's system controller cables. Rescue tape was used to prevent further damage. A system controller replacement was planned for when the patient returned. The system controller was returned for evaluation. Fluid ingress in the white power cable was found during analysis of the returned controller.